Event description:
It was reported that a female patient, who had a tsa, underwent a revision procedure approximately 3-4 years post the initial procedure. The patient presented with reduced range of motion and pain. Likely infection reported. The patient was not revised to same company devices. There were no surgical delays during the procedure. The reported event was not related to a breakage of the devices. The patient was last known to be in stable condition following the event. X-rays were not provided. The explanted devices are available for return. Device images were provided. Prosthesis wear observed. No further information. This is 1 of 2 reports for this incident.

Manufacturer narrative:
D10: 300-10-15- equinoxe replicator lot# 04100304, 300-01-50 - equinoxe, humeral he lot# 69012007 13mm stem. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.